Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 2002 and diabetes mellitus. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and revealed that symptoms of right upper quadrant pain, dark urine, and pale stools. In addition, liver function tests were performed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for treatment of the distal biliary stricture. A sphincterotomy was not performed during the study stent placement as the patient had a prior sphincterotomy. The stricture was previously dilated with a plastic stent. During the procedure, a pancreatic duct stone extraction was performed with a balloon catheter. The pancreatic stent was removed and replaced with two endoprotheses. The study stent was deployed in a satisfactory position across the distal biliary stricture, covering the cystic duct. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the removal, when grasping the retrieval loops, both loops broke. The stent was able to be removed in one piece. A post-study stent removal cholangiogram revealed a subtle stricture at the proximal end of the stenting site. The site noted that the stricture was probably due to a hyperplastic tissue reaction to the stent. The stricture did not require treatment or hospitalization.

Manufacturer narrative:
(B)(4) - the reported event of stent retrieval loop broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.